Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the heart lead flex was out of specification, the upper and lower cases were broken, the ring cover was contaminated, two side bail covers were broken, the battery contacts were compressed, one side bail was missing, the battery drawer was contaminated, the keyboard was contaminated, and the main printed circuit board (pcb) was out of electrical specification.

Manufacturer narrative:
Further analysis was performed on the heart lead flex and main pcb. This analysis confirmed the initial failures found on these two assemblies. The heart lead flex failure was caused by a defective diode component and the main pcb battery removal failures were due to defective capacitor components.

Event description:
It was reported that the battery compartment of the external pulse generator would not open. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.